Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. Boards and connectors were also reseated during the svc event. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.